Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown g2: this event occurred in japan, h3, h6: the system was serviced in the field by a medtronic representative. Hardware parts were replaced. The returned camera was analyzed. It had nicks and scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility and intermittent illuminator current low. There is a battery voltage low message along with bump detected and storage temperature exceeded. The positioning sensor unit (psu) also failed an accuracy test (aak) at .513mm with a passing threshold of .250mm. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the navigation system was scheduled to be used during an adolescent idiopathic scoliosis procedure, but the positioning sensor unit (psu) was not recognized. The use of navigation was abandoned, and the operation was performed without navigation. Multiple alerts occurred in the psu. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.